Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge did not fit onto the pump. Blood glucose was not impacted. Customer continued to use the pump for insulin therapy.